Event description:
It was reported that the light source exhibited error code e103 ¿ ignition error. The issue was found at maintenance. There were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the suggested event was likely due to a faulty power supply unit. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.